Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on 03/15/2017, that on (B)(6) 2017, the receiver displayed an error icon. No additional patient or event information is available. No product or data were returned for evaluation. The complaint could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the receiver displayed error icon call tech support. No additional patient or event information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver data log was downloaded and reviewed and firmware errors were observed. The reported event of the receiver displaying an error icon was confirmed. A root cause could not be determined.